Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that during an unrelated back "fusion surgery" the indwelling catheter was nicked at the distal segment. The catheter was revised. The healthcare provider (hcp) cut the spinal portion of the two piece catheter and replaced the damaged portion; the catheter was discarded. Hcp checked for the backflow of cerebrospinal fluid and programmed the pump to previously programmed therapy. Drug delivered via the device was infumorph. It was indicated that there were no patient symptoms/injuries related to this event.